Manufacturer narrative:
On an unreported date in nov 2016, the patient experienced peritonitis. (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis. It was not reported if the patient was hospitalized for the event. The treatment and patient¿s outcome were not reported. The action taken with pd therapy was not reported. No additional information is available.